Event description:
A journal article, failure of proximal femoral locking compression plate: a case series: orthop trauma, volume 25, number 2, february 2011 reported the following: case #5: pt presented with a persistently painful left hip and knee, along with decreased range of motion, 6 weeks post-op intramedullary nail implantation for fixation of a left intertrochanteric femur fracture. X-rays showed changes in the fracture, which had shortened by 5 cm and had fallen into varus. Additionally, the screws had impacted past the lateral femoral cortex. The hardware was removed and the pt was revised to a proximal femur locking compression plate. Five days post-op, x-rays showed subsidence of bone around the plate with increased varus, and pt presented with left hip pain. At 22 weeks post op, the pt's pain continued with decreased weightbearing tolerance. At 26 weeks, the pt experienced pain only when lying on the left side. Weightbearing tolerance increased. This report is for the synthes locking compression plate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.